Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician stated ¿there was some kind of environmental interference¿ with the cardiac resynchronization therapy pacemaker (crt-p). The device is still in use. No patient complications have been reported as a result of this event.